Event description:
It was reported that an ilet pump showed a low battery and was not charging on the wireless charging pad; troubleshooting determined the pad¿s indicator was blinking green because the pump remained in its belt clip, preventing proper charging, and charging commenced once the clip was removed and a solid green indicator was observed. Symptoms included no adverse clinical effects. Outcomes included no impact to health and successful device charging after user education. Investigation included guided user troubleshooting and education on correct charging setup and indicator meanings. Investigation of this case revealed normal device function with user setup error related to accessory use interfering with the charging interface. It was concluded, based on previously established findings for similar reports, that the cause was user error.